Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an improper technique.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 140-165mg/dl fasting. Verified the strips expire 12/13/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 127mg/dl and 129mg/dl fasting. Reviewed meter memory: (B)(4). Memory concerns:all results. This is a new meter not quite a week old, customer is getting low blood readings, compared to the blood readings she normally gets. Customer usually runs her blood only once a day as a fasting blood sugar. But is not believing the meter results that are much lower than she is used to. Customer is also not using the suggested testing technique.